Event description:
During an egd [esophagogastroduodenoscopy] case with balloon dilation of the pylorus, the balloon device would not hold sterile water and stay inflated. The balloon was leaking into the patient (sterile water only) and was deemed defective. A new device needed to be obtained and used to successfully dilate the patient.